Manufacturer narrative:
Updated grids.

Manufacturer narrative:
Original due date was incorrectly noted as 04/09/2023 but should have been 03/09/2023.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ECG connector is broken.